Event description:
It was reported foreign matter was found on 2 bd insyte¿ autoguard¿ shielded IV catheters before use. The following information was provided by the initial reporter, translated from japanese to english: "fm on the product."

Manufacturer narrative:
Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaint could not be confirmed and the root cause not determined.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported foreign matter was found on 2 bd insyte¿ autoguard¿ shielded IV catheters before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "fm on the product."